Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after connecting the leads to the device, the right and left ventricular leads showed high impedances and non-measurable thresholds. The lead connections were rechecked and found to be firmly attached. The leads were then disconnected and checked with the analyzer. The leads checked out with normal measurements. The device was removed and a new device was implanted with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.